Event description:
It was reported that during a procedure, the surgeon pushed the button and it got stuck. The unit kept suctioning.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.